Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
On (B)(6) 2014, the hcp (healthcare professional) noted some subcutaneous fluid in the lumbar incision. On (B)(6) 2014, the group home clinician reported that the patient had a headache and that there was more drainage. The surgeon was planning surgery on (B)(6) 2014 to deal with a possible lumbar infection; however, prior to surgery, it was unknown if the entire catheter and/or pump would be explanted. The device system was used to deliver baclofen. Additional information indicated that peri-operative antibiotics had been administered. The onset of the infection was (B)(6) 2014 and the primary location of the infection was the lumbar catheter insertion site. The patient experienced severe drainage at the lumbar site. The patient had meningitis and the culture isolated (B)(6). The patient was treated with continuous infusion of oxacillin. It was anticipated that the patient would receive a new catheter in the future. The pump remained in place. The device system was used to deliver gablofen.